Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. There was no adverse impact to the customer's blood glucose level. The customer's blood glucose level was 122 mg/dl for the past events. A new cartridge was successfully loaded to address the event and the customer continued to use the pump for insulin therapy.